Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 680 mg/dl and high ketones identified as life-threatening by a healthcare provider. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. The customer was discharged the following day with the issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.